Event description:
During an endoscopic hernia repair, dr at hospital had the tip break off a detachatip fenestrated grasper inside the patient. The broken tip was removed with another grasper, the procedure was not changed, modified or converted. The pt's outcome was not affected in any way by this event.